Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 12/04/2014 with the following findings:the bolus button cover was missing; the bolus button was unresponsive. A battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a missing bolus button cover, unresponsive bolus button, and a battery compartment crack. This report is made based on results of the investigation performed on 12/04/2014.